Event description:
As reported via the edwards clinical specialist, a pigtail was required to improve leaflet movement and to reduce the aortic insufficiency. According to the case report, the patient was prepped for a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien valve. A decision was made to do a cutdown of the left common femoral artery (lcfa) for sheath insertion and valve deployment. The lcfa was dilated with the standard dilator sizes and a retroflex 22f sheath was then inserted. Al2 catheter was used to cross valve and a 3cm tipped extra stiff guidewire crossed the aortic valve with soft loop in the left ventricle. Balloon aortic valvuloplasty (bav) was performed with a 20x6 zmed with rapid pacing for 3 seconds. A 23mm valve was prepped to size with 17cc contrast in the atrion syringe. The valve was delivered, crossed, positioned 50/50 with a 3 second inflation under rapid pacing. Moderate paravalvular (pvl) and aortic insufficiency (ai) with 140/20 pressures were noted. A 1cm contrast was added to the retroflex delivery balloon (18cc) and the valve was post dilated with rapid pacing. There was trace pvl and mild ai with pressures at 140/30. The wire was then removed. A decision was made to move the pigtail into leaflets which improved the ai and the pressures were at 140/46.

Manufacturer narrative:
Investigation is on-going.

Manufacturer narrative:
Additional information was received stating that the central ai was moderate post the tavr procedure. Upon agitating the leaflets with the pig tail catheter the ai reduced to mild. Echo and cine are not available for review of the reported event. The training guide for the edwards transcatheter heart valve (thv) aortic valve replacement, states that post deployment if central ai is noted it typically improves over 24 hours. The physicians are trained to assess for aortic regurgitation, severity and the origin of the leak post tavr. In addition the physicians are trained on proper techniques for advancing the delivery system with the valve, considerations for positioning of the valve, and techniques for bioprosthesis deployment of valve. In this case, after the initial valve deployment, there was moderate ai suggesting leaflet restriction but was successfully treated with trouble-shooting techniques employed by the physician. Leaflet restriction can happen as a result of the reduction in blood pressure (reduced blood flow across the valve) from the rapid pacing during valve deployment. No further actions are required at this time.